Event description:
It was reported that the physician in an online survey stated that no, they did not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) because it presented unclear information in relation to biocath foley catheter, preconnected to a bardia 500ml short inlet tube leg bag, female length, no french size specified.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to incorrect translation or inadequate instructions. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Device was not returned.

Event description:
It was reported that the physician in an online survey stated that no, they did not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) because it presented unclear information in relation to biocath foley catheter, preconnected to a bardia 500ml short inlet tube leg bag, female length, no french size specified.